Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Through the literature review process, abbott diabetes care became aware of an article by fraya king, david ahn, md, victoria hsiao, md, phd, travis porco, phd, mph, and david c. Klonoff, md, facp, frcpe, fellow aimbe et al titled ¿a review of blood glucose monitor accuracy¿ published in diabetes technology and therapeutics, volume 20, number 12, 2018. The review looked at a study between 2010 and 2017 that assessed the accuracy of blood glucose monitors (bgms) from studies reported in the medical literature. The literature presented data about the accuracy of bgms using iso 15197 2003 and/or iso 15197 2013 as target standards. The study showed that the adc freestyle lite, using the test strip enzyme, glucose dehydrogenase test strip chemistry (with and without cofactors) and flavin adenine dinucleotide or nicotinamide adenine dinucleotide cofactor, gdh-fad, passed iso 15197 2003, but failed the iso 15197 2013. There was no report of any third-party medical intervention or treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Through the literature review process, abbott diabetes care became aware of an article by fraya king, david ahn, md, victoria hsiao, md, phd, travis porco, phd, mph, and david c. Klonoff, md, facp, frcpe, fellow aimbe et al titled ¿a review of blood glucose monitor accuracy¿ published in diabetes technology and therapeutics, volume 20, number 12, 2018. The review looked at a study between 2010 and 2017 that assessed the accuracy of blood glucose monitors (bgms) from studies reported in the medical literature. The literature presented data about the accuracy of bgms using iso 15197 2003 and/or iso 15197 2013 as target standards. The study showed that the adc freestyle lite, using the test strip enzyme, glucose dehydrogenase test strip chemistry (with and without cofactors) and flavin adenine dinucleotide or nicotinamide adenine dinucleotide cofactor, gdh-fad, passed iso 15197 2003, but failed the iso 15197 2013. There was no report of any third-party medical intervention or treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned back as this complaint was noted through a literature review. The actual date when the event occurred is unknown. The date listed is an approximation based upon the details in the case. The serial numbers of the devices are unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Through the literature review process, abbott diabetes care became aware of an article by fraya king, david ahn, md, victoria hsiao, md, phd, travis porco, phd, mph, and david c. Klonoff, md, facp, frcpe, fellow aimbe et al titled ¿a review of blood glucose monitor accuracy¿ published in diabetes technology and therapeutics, volume 20, number 12, 2018. The review looked at a study between 2010 and 2017 that assessed the accuracy of blood glucose monitors (bgms) from studies reported in the medical literature. The literature presented data about the accuracy of bgms using iso 15197 2003 and/or iso 15197 2013 as target standards. The study showed that the adc freestyle lite, using the test strip enzyme, glucose dehydrogenase test strip chemistry (with and without cofactors) and flavin adenine dinucleotide or nicotinamide adenine dinucleotide cofactor, gdh-fad, passed iso 15197 2003, but failed the iso 15197 2013. There was no report of any third-party medical intervention or treatment. There was no report of death or permanent injury associated with this event.